Manufacturer narrative:
B2: date of death- estimated as (B)(6) 2023 as this is the year the social media comment was made, but the date of death is unknown.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that a patient death occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). The patient died on an unknown date following this procedure. No further information was provided.